Manufacturer narrative:
This MDR is being field based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in fair condition, with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. In the error log, there was a long string of error codes suggesting that the unit was being used unsuccessfully with a split foil patient return pad. The rf controller software upgrade will reduce the number of false errors that appear due to noise I the impedance measurement system. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.

Event description:
It was reported the generator was not working properly, there were incorrect outputs. No patients were affected.